Event description:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another light adjustable lens was implanted in the exchange.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another light adjustable lens was implanted in the exchange. The explanted lens was returned for evaluation. Visual and optical testing verified the presence of a zone near the center of the lens. The presence of the zone is indicative of exposure of the lens to ambient uv light.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another light adjustable lens was implanted in the exchange. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been received and is currently under evaluation.

Event description:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another light adjustable lens was implanted in the exchange.